Event description:
After direct stenting of the 3.5 x 13mm cypher stent to 12 atms, the physician noticed dye coming out and removed the balloon. When the balloon was removed, it was noticed that there was contrast leaking out of the balloon. The stent was successfully deployed and there was no patient injury. The patient is in stable condition. The target lesion was the proximal right coronary artery (rca). There was no calcification. The lesion was in a "pretty tight curve" on the rca.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.